Manufacturer narrative:
After secondary review on 12-may-2021, mentor became aware of omitted information in the initial report. It was also reported that the leakage at incision sight is on the right breast, and there may be suspected implant deflation for the right breast. Manufacturer¿s reference number:(B)(4) it was also reported that the leakage at incision sight is on the right breast, and there may be suspected implant deflation for the right breast.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a primary breast augmentation with 370cc smooth mentor memorygel breast implants experienced bilateral local reaction postoperatively. The patient reported incision sight leakage and redness on both breasts. As a result, the patient underwent explantation without replacement on (B)(6) 2021. This medwatch report is for the right-sided implant.